Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 110v device was being used on an unknow date during a robot-assisted pancreaticoduodenectomy procedure when it was reported ¿it was reported that fuse had become carbonized.¿. Further assessment questioning found that ¿pneumo was lost but it was unclear whether it was gradual or rapid. Forceps were being inserted into the patient's body at the time of the event. However, the situation was resolved by replacing the as with another one, and there was no major impact on the surgery. Since there was no health hazards, so it is assumed that the patient is recovering as planned.¿. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 29 complaints, regarding 29 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if fluid level high is reached, the airseal function will shut down. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start up, the unit must be power cycled (off/on) prior to each surgery. In case the device or any of the accessories fail during surgery, a replacement device and replacement accessories should be kept within close proximity to be able to finish the operation with the replacement components. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 110v device was being used on an unknow date during a robot-assisted pancreaticoduodenectomy procedure when it was reported ¿it was reported that fuse had become carbonized¿. Further assessment questioning found that ¿pneumo was lost but it was unclear whether it was gradual or rapid. Forceps were being inserted into the patient's body at the time of the event. However, the situation was resolved by replacing the as with another one, and there was no major impact on the surgery. Since there was no health hazards, so it is assumed that the patient is recovering as planned¿. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.